Manufacturer narrative:
The investigation for the priming issue has been completed. The pump was returned with the red lumen still in and the pump was able to be primed. The imc logs show that the case start wizard was started and then step 1 - spike dextrose bag was completed. Step 2 - insert the purge cassette and disc shows that there was a "purge disc not detected" alarm but that was cleared within a second. The cassette began deairing but it immediately prompted the user to step 3 - connect the impella catheter and then pump was plugged into the console and then prompted the user to step 6 - enter the purge fluid information. When the serial number was read, it showed that the pump had already been initialized but no ran. When looking at the rt log there is already back pressure in the system when the pump is connected and before the de-airing is done. This infers that the user connected the pump to a console before connected it to ic5681 and potentially started to prime it alluding to the back pressure seen in the rt logs and it already being initialized. However, without confirmation the root cause of the priming issue cannot be determined.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant in the EU had a cp being prepped when the priming failed and so the team replaced the pump. No patient harm has been reported.